Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customers blood glucose was 194 mg/dl at the time the alarm declared, and subsequently increased to an elevated bg value reported as "high"; specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. After removing the obstruction from the speaker holes, the alarm cleared and customer continued to use pump for insulin therapy.